Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with user interface module faulty was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a faulty user interface module printed circuit board where f1 and f2 fuse blown. The user interface module printed circuit board was replaced in order to correct this condition.this is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a faulty user interface module (uim). It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.